Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Reportedly, the pump touch screen was unresponsive. Customer's blood glucose was 73 mg/dl. Customer reverted to multiple daily injections for insulin therapy.